Manufacturer narrative:
A partial lead with the pin measuring 16.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented remotely; the right ventricular lead exhibited out-of-range high voltage lead impedance. On (B)(6) 2017, the lead was capped and replaced. The patient was stable after procedure.